Event description:
It was reported that prior to the case, upon entering the connect handpiece screen, the system displayed 'internal cabling/drill console error'. There were no leds illuminated on the anspach console. Removed shrouds to verify that the anspach console power switch was incorrect position. Verified power connection to ups, verified usb connections. Swapped ups and siu usb connection. No change. Would boot fine, but display error around connection screen. Noticed that led was illuminated when the system was booted but when cpu started all leds would go out. When moving navio to another room, hit the top of the anspach console and the leds illuminated. The case was aborted and was switched to the manual. Per investigation, the console had an intermittent power supply issue internally. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, intended for use for treatment, was returned for evaluation. Visual and functional inspection of the returned anspach console revealed there was an intermittent power failure. Initially the console booted up as expected and did not waver when shook, bounced or otherwise disturbed. The console was then removed from power and allowed to sit for about an hour. Then the console was plugged back in (with the switch turned to on) and after a brief boot sequence all power was lost to the console. The plug in the back of the console was manipulated for a loose connection without any change. The power cord was then removed and re-inserted and the console again booted briefly before losing power. The console was turned off and sat untouched for about 10 minutes. After trying again, the console booted and held power. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified no prior similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio user's manual for (tka) user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and foot pedal. This failure is an identified failure mode in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to intermittent power connection of the supplier/raw material fault.